Manufacturer narrative:
Device evaluation update:g3,g6,h2,h3,h6 and h10 results of investigation: vyaire medical was able to confirm the issue, and the unit under test (uut) was physically inspected, with no signs of damage or misuse found. The uut was put in a known good top level system running software version 6.1.0.2, and at startup, the blower was heard attempting to cycle up to blow many times but failing each time with a whine, and home screen alarms tf 401 and 316 were triggered. The blower assembly was disassembled, but no indicators of damage or anomalies were discovered on the radial blower. Root cause of failure was determined due to internal failure of the radial blower of the blower assembly moog bellavista 1000 manufactured by moog inc. Most likely the failure is due to the blower electronics. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned yet.

Event description:
The customer reported to vyaire medical that the bellavista1000 us has a technical failure 401 - "inspiration valve or device leaky" and bv - alarm 316 - "blower failure". Furthermore, there was no patient associated with this event.